Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed hardware low level failure during self test. The customer's blood glucose value was unknown. Customer stated the insulin pump was dropped. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. The customer stated white line at the top of the screen during the self test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.